Event description:
Report received that the stent was "on the wire and not on the balloon". The reporter states the stent delivery system was prepped by removing the plastic stent cover with the wire located in the distal tip of the system. The device was given to the physician and he noted the stent to be "missing" prior to insertion into the pt. The stent was discovered on the wire that was removed during prepping. The stent delivery system and stent were not used. The lesion was treated successfully with another biodiv ysio stent. There was no report of an adverse pt event.